Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma and subsequently experienced magnet dislodgement (date not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (B)(6) 2015 to reposition the internal magnet. The implanted device remains. This report is filed october 27, 2015. The implanted device remains.